Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the valve at the lead insertion site was not function, and blood leaked from the side of the lead. The catheter was replaced. No patient complications have been reported as a result of this event.